Event description:
It was reported by a physician that the patient had expired. The physician did not know the exact diagnosis but stated they believed the patient to have been killed in a homicide. A review of the manufacturer's databases showed the patient's device to be properly functioning on (B)(6) 2009. Attempts for further information have been unsuccessful to date.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was "accidental poisoning by and exposure to narcotics and psychodysleptics [hallucinogens], not elsewhere classified, unspecified mental and behavioral disorder due to use of tobacco, mental and behavioral disorders due to multiple drug use and use of other psychoactive substances, harmful use, essential (primary) hypertension, atherosclerotic cardiovascular disease, so described, other forms of chronic ischemic heart disease, other and unspecified convulsions, poisoning by cocaine."